Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on (B)(6) 2016, the customer observed a blood glucose (bg) entry of "459" on the pump data log. Additionally, on (B)(6) 2016, the customer observed a bg entry of "29" on the pump data log. Reportedly, during both occurrences the customer was not experiencing the bg values in question, and called tandem technical support for assistance with determining the reason of the entries. Review of pump data logs with tandem's customer technical support (cts) showed that the user had entered in the bg values in question into the bolus screen shortly before correcting those values to the correct bg values there was no insulin delivered based on the incorrect bg values entered into the bolus screen. The user was able to correct the erroneous bg values in the bolus screen immediately after entering them. Cts educated the contact that even if a bolus has not been requested, after the bg value has been entered, the value will be logged into the pump history and data log. Customer confirmed that the values in question (459 and 29) had been entered into the bg screen on accident. In order to ensure that the pump data is accurate, the contact confirmed that more care would be used when entering numbers on the bolus screen. There was no reported impact to the customer's blood glucose level.